Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the user was unable to login. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section e initial reporter zip. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login to multiple stations. The technical support specialist (tss) discovered that the stations were unable to authenticate users due to a missing active directory (ad) entry, likely caused by a recent network outage. The ad service was verified and restarted, and the customer was informed of the steps being taken. The tss gathered logs for investigation. The tss updated the ad entry via care fusion admin after backing up the station database and rebooting the system. The tss confirmed that, both the customer and a user successfully logged in. The resolution steps were continued for the remaining affected stations, and the customer was kept informed throughout. The tss followed the knowledge article and successfully rebooted the system. The med application launched, and the station came out of disconnected mode. The tss informed the customer about the update and advised them to test the station. The customer tested and verified that the user was able to log in. No further issues were reported and updated for case closure. The system functioned as intended after the technical support specialist resolved the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Manufacturer narrative:
D4 & h4: UDI and manufacturer date not available" to h11. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the user was unable to login. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.